Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient's spouse reported erythema and clear ooze from the stoma site on an unknown date. The patient had pain during mobilization of the tubes but no issues with flushing of the tubes. The patient was prescribed an unknown oral antibiotic by a physician. The patient was referred to have the stoma site re-examined by a physician. During a follow up visit on (B)(6) 2022, the nurse reported that the stoma site had minimal exudate, a small amount of old, dried, brown ooze and a small granuloma. The patient experienced no pain during assessment of the stoma site. The patient had two more days on the unknown oral antibiotic at the time of visit.

Manufacturer narrative:
Reference record (B)(4). Additional data in b4 and h6.

Event description:
On (B)(6) 2022, the patient was seen by the physician and prescribed clarithromycin 500 mgs twice per day due to stoma site redness, discharge, and swelling. It was reported that the patient experienced slight pain during the mobilization of the tube.